Manufacturer narrative:
(B)(4). Results pending completion of manufacturing evaluation.

Event description:
On (B)(6) 2016, the patient underwent treatment of a thoracoabdominal aortic aneurysm with conformable gore tag® thoracic endoprostheses. An access was made from the left femoral artery. It was reported that there was difficulty advancing the 24fr sheath dsl2428j/ 14475275 and the delivery catheters. The physician made several attempts to advance the devices and finally advanced the sheath up to the renal arteries and successfully implanted endoprostheses in the intended position. After the endoprostheses were implanted, it was identified that the left femoral artery was injured. The left femoral artery was replaced with a surgical graft to repair the injury. The patient tolerated the procedure.

Manufacturer narrative:
Code 213 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Code 22 ¿ per the gore® dryseal sheath with hydrophilic coating instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).